Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 640 mg/dl with large ketones; cause unknown. Customer administered a correction injection to address the bg. Customer declined further troubleshooting, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned